Manufacturer narrative:
Pr# (B)(4)- duplicate to (B)(4)- MDR made in error.

Event description:
Cancel.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris secondary set was separated the following information was received by the initial reporter with the following verbatim. It was reported by the customer that during an iron infusion, the tubing separated from the bottom of the drip chamber allowing free flow of medication outside of the IV system. This is a potential infection control and safety issue where once this separates, it is no longer a closed system. If this occurs during an infusion of hazardous medication, there is a risk for exposure to patient, staff and the environment.